Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer had issue related to a discrepancy between the sensor glucose (sg) vs. Blood glucose (bg). The customer also mentioned that the pump received a sensor updating alert and faced an issue related to the loss of communication between pump and transmitter. The customer noticed blood at the sensor insertion site. The customer reported a blood glucose value of 280 mg/dl at a time of a hyperglycemic event and was treated with the insulin pump. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884l, mmt-399a, mmt-332a. Troubleshooting was performed for the sensor issue. The customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose (sg) value from the reported event was 50 mg/dl and the blood glucose (bg) value from the reported event was 189 mg/dl and the difference was not within the target range and was more than 30% at a time of difference between sensor glucose and blood glucose event. No further patient complications were reported. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.